Event description:
It was reported, following an MRI the device was observed to be in back up mode. Technical support was contacted and it was noted the device had not been programmed into MRI properly prior to the patient undergoing an MRI. Technical support performed reprogramming to resolve the event. The patient was stable.